Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) duplicated the reported complaint. When the unit was powered up, the light emitting diode (led) was red when it should have been green. The srt replaced the led. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. The epgs performed functional testing with no problem, except the pst observed the front panel light emitting diode (led) was red when it should have been green. The pst installed a luo generic printed circuit board (pcb) and the issue remained. An external power supply was used to supply voltage to the led. The led is supposed to illuminate green when pin 1 is energized and red when pin 3 is energized. The pst confirmed that the connectors were in the correct location. The led illuminated red when the green wire at pin 1 was energized. It was determined that the issue was on the led assembly which was wired backwards. The led assembly is fully encapsulated when it is manufactured.

Manufacturer narrative:
The fsr replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that electronic patient gas system (epgs) had a red light emitting diode (led) indicator upon power up when the led should have been green. There was no patient involvement.